Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the active electrode into the external ear canal. Further, the hearing benefit with the device was not satisfactory, however, no technical problem could be detected. In addition the recipient experienced dizziness and pain, which are known side effects of otologic surgery. This is a final report.

Event description:
The user was explanted due to the electrode array being visible in the outer auditory canal. Additionally the user was not satisfied with the device's hearing performance, accompanied by dizziness and occasional pain, without any reported trauma or signs of infection.

Event description:
The user was explanted due to the electrode array being visible in the outer auditory canal. The user will be reimplanted. Further information has been requested.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.